Event description:
Event description cpi received information from an attorney, that this endotak transvenous defibrillation lead's rate sensing portion was capped. The patient was receiving inappropriate shocks. An invasive procedure was performed to remove the implantable cardioverter defibrillator, non-cpi, and also cap the rate sensing port of the endotak lead. A new rate sensing lead was implanted. This is a legal case, no further informtion is avaiable.